Event description:
A talent stent graft was implanted into a patient for the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported the following day, the patient had expired. The physician stated that the patient expired due to the complications from the rupturing of the abdominal aortic aneurysm prior to stent graft placement.

Manufacturer narrative:
Evaluation codes, results/conclusion: (death). (Ruptured aneurysm prior to stent graft placement).